Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgery procedure was performed during which a fluid leak was identified in the cuff. All components were removed and replaced with no further patient complications.